Event description:
Report received indicated that the patient experienced itching underneath the mass and adhesive border. The patient experienced the condition during a period of 1.5 months prior to complaint receipt. Patient applies clobetasol 5% spray and nystop before device application. Recommendation was provided to patient on using crusting technique. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued (B)(4) 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.